Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with unknown blood glucose at the time of the incident. The customer got an over delivery when giving a bolus. The caller did not have any further details about the incident. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was not available during the call. The caller believes the recalled sets caused the low incident. The insulin pump will not be returned for analysis.